Event description:
Related manufacture reference number: 2017865-2023-23374. It was reported that the patient presented during implant procedure for leadless pacemaker. During procedure, it was noted that the leadless pacemaker prematurely released from the delivery catheter. It was also reported that the catheter had deflection issues. The leadless pacemaker was implanted on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The delivery catheter was returned for the reported events of premature separation and deflection issue. The reported events were not confirmed. Visual examination found the tether control knob in the misaligned position. X-ray examination and dimensional analysis found no anomalies. Functional testing could not be performed due to the device not being returned.